Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Post-procedure, the patient experienced a stroke that required additional hospitalization time. No permanent injury or disability has been reported. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. It is possible that the implant procedure contributed to the reported event. However, this cannot be confirmed. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Post-procedure, the patient experienced a stroke that required additional hospitalization time. No permanent injury or disability has been reported. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.